Event description:
Additional information received from the consumer reported that the patient had been in to see their health care provider (hcp), the patient's programs were adjusted, and the patient was doing much better. The voltage was increased and the patient's family member received a booklet on working the patient programmer and that had helped out as well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0u4xw, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had experienced a loss or change of therapy. The patient felt stimulation. There were no trauma/falls reported that could be related to this issue. Patient services sent out manuals and instructed caller to read manuals and then call patient services for additional instruction, usage info, and clarification that may be needed. The patient and caller were never trained. It was unknown if stim was on currently and if it was delivering stim. Unknown current amplitude. The patient was in rehab at the time of implant and no one even told her it had a patient programmer. She called the doctor and told them that he was not getting good therapy and they told her to increase. That was how they found out there was a remote and she could so that. Hcp (healthcare provider) gave them shipping information to provide when they called patient services. Symptoms reported were: lack of effect. This was considered a gradual change in therapy/symptoms. Event date: (B)(6) 2015. Therapy was working for a bit, post op and while the patient was in rehab but stopped when they brought the patient home on event date. Indication for use is gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.